Manufacturer narrative:
Device evaluation: the reported problem was not found in the event log. During functional testing, downstream sensor failed occlusion test. The root cause can traced to a faulty downstream sensor. The downstream sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: correction information provided in h6 and h10.

Manufacturer narrative:
Other, other text: device evaluation: the reported problem was not found in the event log. During functional testing, downstream sensor failed occlusion test. The root cause can traced to a faulty downstream sensor. The downstream sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation has been completed on smith medical cadd-legacy device. Device arrived in good physical condition. Event log revealed complaint error code 1720. When evaluation and tests were performed, the complaint was confirmed and alarm 1720 was verified. Action was taken to replace the back up capacitor. Device went on to pass all functional and delivery testing and unknown root cause of event.

Event description:
Information received a smith medical cadd -legacy 6400 pump failed occlusion testing. No patient involvement.